Manufacturer narrative:
. E3: occupation: perioperative resource nurse the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used duing the same case see MDR 3013394970-2024-00446.

Event description:
The user facility reported that they had an embolization of the uterine artery procedure. The white angio-seal sheath crumbled when touched. They had opened two devices with the same lot number that had that issue and then selected another device from a different lot number. The third device was opened that angio-seal device was successfully deployed. The patient recovered with no issues and was discharged. The terumo territory manager discovered that the angio-seal devices were being stored in bins that are located in a glass storage cabinet within the lab. The lab has uv lights in the ceiling which likely contributed to the angio-seal's sheath embrittlement. They then discussed ways to avoid this issue in the future by keeping the angio-seal devices housed in their white box until needed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for improper device storage. The likely cause was determined to have been improper device storage resulting in light exposure which caused sheath embrittlement and breakage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).